Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multi-function cable was not returned as part of this investigation. A new multi-function cable will be sent to the customer as a precaution. Analysis of reports of this type has not identified an increase in trend.